Manufacturer narrative:
Long-term clinical outcome of lung radiofrequency ablation in patients with musculoskeletal sarcoma. Tomoki nakamura, masashi fujimori, takashi yamanaka, tomohito hagi, yumi matsuyama and masahiro hasegawa. International journal of clinical oncology (2026) 31:640¿648. Published online: 4 february 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study evaluated the utility of lung radiofrequency ablation in patients with lung metastases from sarcomas between 2003 and 2022. Cool-tip rf was utilized. The electrode was placed at the center of tumors or at different sites within the tumor. Fifty-two patients with 209 sessions were included in the study. Postoperative complications included pneumothorax, hemothorax, septic shock due to bronchopleural fistula, diaphragmatic hernia, pleural effusion, pleuritis, and temporary phrenic nerve palsy. Chest drainage was required for pneumothorax and hemothorax, and laparoscopic repair was required for diaphragmatic hernia. No procedure-related deaths were reported.